Manufacturer narrative:
Additional info will be provided upon incident report reception and conclusion of investigation.

Event description:
Incident involving opera and clip sling. The ssu technician has been notified by the facility to delay their report until they have completed their internal investigation (they have not been allowed a chance to evaluate the device). No other info is known by the MFR at this time).